Event description:
It was reported via repair work order that the bed brakes were not engaging because both brake pedals were broken. It was also reported that the headboard was cracked, with sharp edges accessible. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.